Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During grasping, a pericardial effusion was noted. It was believed that the effusion was in the right atrium and was suspected to have been caused by the steerable guide catheter (sgc). After clip deployment, pericardiocentesis was performed. The patient remained stable. One clip was implanted, reducing mr to 2-3. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information, the reported pericardial effusion appears to be related to procedural circumstances. The reported patient effect of pericardial effusion is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.